Event description:
It was reported that during the implant procedure, the lead demonstrated issues deploying and fixating to the heart tissue. The lead was not used and a new lead was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.